Event description:
After two times chemotherapy, sand holes appeared two times. Both are at 6 cm and 3 cm position from the puncture spot into the body. There is only 21 cm left after two times cut. Chemotherapy cannot be carried any more. Now the catheter has been removed and the patient has been discharged from hospital.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rexf0898 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (rexf0898) have been reported from one (B)(6) facility.